Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was flushed. Customer blood glucose level was 365 mg/dl at the time of incident and current blood glucose level was 180 mg/dl. Customer experienced symptoms such as sleepy and tired. Because, of high blood glucose level. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but compromised forced sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test or verify deficiency anomaly due to compromised forced sensor system alarm.